Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that surgeon experienced resistance during advancement of a zcb00 intraocular lens (iol). The lens or cartridge touched the eye but the lens was not put in the eye. No patient injury was reported. No further information was provided.

Manufacturer narrative:
Visual inspection was performed using microscope magnification, loose particles were observed on the returned product that could be related to handling of the unit out of the sterile environment. Both lens haptics were observed in good condition and shape. The lens haptic edges were observed concentric as expected in the acrylic monofocal intraocular lens. No manufacturing defects were observed in the lens optic or haptics sections that could impair functionality of the unit. The reported issue was not confirmed. The manufacturing process record was evaluated. There were no related nonconformity reports. The product was manufactured and released according to specifications. A search on complaints related to this production order (po) was conducted. The search resulted in no additional complaint related to the po. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, analysis of the returned sample, historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to the manufacturer has been submitted.